Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during a left anterior descending artery procedure, the balloon ruptured at 10 atm. The device was removed successfully, fully intact. A cutting balloon was used instead. There were no reported pt effects. There was no additional info provided.

Manufacturer narrative:
Results: product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the guide wire lumen and hub. There was contrast in the inflation lumen. The balloon was returned partially inflated with air. There was no damaged noted to the balloon catheter. A new indeflator filled with water was used, and an attempt was made to pressurize the balloon when fluid came out of the tear on the balloon. There was a radial tear on the balloon 7 mm distal to the proximal balloon marker for length of .5 mm. There was a radial scratch just above the radial tear. The device was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.